Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have multiple indentations/burrs on the outer face of the distal idler pulleys. There were no pieces missing. Grip cables or other components adjacent to this indented pulley do not show damage. Common causes of the failure mode mechanical indentations/burrs instrument distal pulleys are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted surgical procedure, 8mm permanent cautery hook (pch) instrument had breakage at the end. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.